Event description:
It was reported to philips that the system was unable to completely boot up. The user had to perform multiple restarts before the system was fully up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up completely. Upon functional testing, the fse reviewed the log files and found that the system memory was full. To resolve the issue, the fse cleaned the image disk and performed image recreation. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.